Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting suspected right atrial (ra) lead loss of capture. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported.